Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she experienced high blood glucose of 466 mg/dl and she treat with the insulin pump. Customer declined troubleshooting. Customer is not returning the device for further analysis.